Event description:
Device malfunction: failure to deploy-thumb advancer. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, halfway through the thumb advancer deployment, resistance was felt and exchange sheath splitting could not be completed. The safety release mechanism was activated retracting the locator wings and releasing the device from the tissue tract. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. Additionally, one unopened sterile starclose se device, from the same lot number, is expected to be returned for evaluation. A follow-up report will be submitted with all additional relevant information.